Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed. A memo dated august 11, 2006 for a teleconference indicates that the surgeon does not believe the dermabond product is a contributor to the event as the full thickness burns are characteristic of a chemical or electrical exposure versus dermabond application and polymerization (thermal) activity. In addition, after repeated attempts to obtain the results of the elecro-cautery and retractor instruments investigation and their potential contribution to this event, the results remain unk. This event is under further investigation. See related MDR submissions 1034549-2006-00012 and 1034549-2006-00014.

Event description:
Product was used in conjuntion with vicryl and pds following a parathyroidectomy. The pt experienced blistering at the surgical site the night after the procedure. The blisters were fluid-filled and over the next few days ruptured. There was no evidence of infection and no report of add'l intervention. The surgeon uses his own elecro-cautery and retractor instruments during the event. These instruments are being investigated by services agents to assure that the events are not related to electrical leakages by these instruments. Sharp debridement of the area was completed approx one week post-op followed by zerofoam dressing. No further treatment was required. The area healed with some scarring.